Manufacturer narrative:
The eva system was requested by d.o.r.c. For investigation. (B)(4).

Event description:
A customer reported that during preparation of an eva unit for a surgery, an error message was displayed: air fluid exchange is defective. Air -fluid exchange and vgpc are not available. Patient harm did not occur, however the procedure was prolonged.

Manufacturer narrative:
With regard to this reported event a vfie module was returned for investigation. Functional inspection confirmed the air241 error message. Investigation revealed that the sensor b602 of the vfie pcb was defect due to interaction with extraction fluids which should have been preventive by the filter in the vfie module. Hence, based upon the investigation findings the reported event is attributable to a leakage of the vfie filter.

Event description:
A customer reported that during preparation of an eva unit for a surgery (after priming step), an error message was displayed: air fluid exchange is defective. Air -fluid exchange and vgpc are not available. Patient harm did not occur, however the procedure was prolonged.